Event description:
It was reported that this implantable cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed low voltage fault and that this device battery voltage has been dropping in an irregular fashion. Subsequently, this device was explanted. No additional adverse patient effects were reported.